Event description:
While surgeon was attempting to remove a screw, synthes removal tip broke. 2 pieces of broken removal tip were retrieved from open surgical site. 1 piece still stuck in screw. This area was ground down by neurosurgical drill. No patient harm at this time.